Event description:
Additional information reported the left lead was misplaced and not the right lead.

Event description:
It was reported the right lead was placed in the wrong location during surgery. A computed tomography (CT) scan was performed, which indicated the lead was 1-2 cm out of range. The event was due to a calculation error during target planning. The patient had no signs or symptoms. The patient was hospitalized from (B)(6) 2011, and the lead was surgically repositioned on (B)(6) 2011. It was noted the lead was not connected to a stimulator until after the lead revision. There was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).